Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory within 10 minutes.

Manufacturer narrative:
This is an initial report. The product(s) have been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown.

Event description:
A customer reported receiving erratic readings on his precision xtra blood glucose meter. On (B)(6) 2011 the customer reported receiving readings of 26 mg/dl, 42 mg/dl, 112 mg/dl and 374 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported experiencing symptoms of confusion and diaphoresis. No third-party emergent intervention was reported. The customer self-treated with unspecified non-prescription medication and/or food. There was no report of death or serious injury associated with this event.